Manufacturer narrative:
Correction sent to update coding, rationale for no return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient on (B)(6) 2025 who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were in the ER because their incision broke open and they were covered with blood. The patient stated they were told not to bend over, but when they went to get in the car a couple hours later the full length of it broke open. The patient was redirected to their healthcare provider (hcp) to further address the issue. On (B)(6) 2025, additional information was received from the patient. Patient was contacted and they brought up the incision split completely open on tuesday and they could see the device. Patient said they went back to the hcp office and they contacted the hospital and sent them to the emergency room (ER) to be re-sutured or to fix it because the device was showing, it was contaminated and an infection rat e was too high. The patient was then taken back into surgery; they took it out and they were sutured back up. Patient mentioned they have to wait a couple months before they can have the device put back in again. Redirected to hcp to further address the issue. They'll follow-up with hcp next tuesday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated information regarding their stitches breaking open and needing to have the implant replaced 2 days before christmas. The caller stated it was not related to the device, it broke open as they were getting into a car and they chose to replace the ins to avoid any risk of infection. The caller said that it was located a little lower now and they were leaving the staples in longer to ensure that didn't happen again.